Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. A supply change was performed to address the issue. It was also reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer¿s blood glucose level was 500 mg/dl. Customer gave a correction bolus via the pump and received assistance in resetting pump and changing out supplies.